Manufacturer narrative:
Trackwise # (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that there is an issue with hst iii system (3.8mm). The seal was properly loaded into the delivery device and its position was confirmed through the seal loader window. However, during the detachment process, the seal became stuck around the middle section of the delivery device and could not be removed. Attempts were made to extract and reinsert the seal, but they were unsuccessful. As a result, the device could not be used, and a new product was opened and used instead. The surgery was successfully completed. There was a procedural delay. There were no abnormalities in the patient's condition.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/13/2025. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device. The white plunger was partially observed in the photograph. The blue safety lock was not observed in the photograph. The seal was observed in the loading device window. An investigation was conducted on 06/19/2025. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The intact seal and tension spring assembly was observed inside the loading device. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal tension spring assembly was removed from the loading device with no physical or visual difficulties observed. No visual defects were observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000456346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.